Event description:
It was reported that after a factory reset and an incomplete learning phase, the user experienced fluctuating blood glucose with episodes of hypoglycemia and hyperglycemia, including a nadir of 40 mg/dl and readings reported as high, while primarily using ¿less than¿ announcements, sometimes not announcing meals, and overtreating lows; education and additional training were provided, and referral was made to determine whether a soft reset, another factory reset, or further education would be appropriate. Symptoms included dizziness and lightheadedness during hypoglycemia. Outcomes included urgent and non-urgent low glucose alerts as well as high glucose alerts, with oral glucose used to treat lows and no backup therapy for highs. Investigation included review of user-reported history, device use patterns, and a bionic report. Investigation of this case revealed user handling and use errors related to meal announcements and hypoglycemia overtreatment following the reset, with the device components not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.